Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Prior to the pump replacement on (B)(6) 2015, the pump contained compounded baclofen and was filled by pentec health. Following (B)(6) 2015 pump replacement, the new pump was filled with lioresal. Other medications the patient was taking at the time of the event included: oral baclofen (increased dose after pump alarmed), oxycontin, oxycodone, elavil, valium as needed, nexium, remicade, antivert, robaxin, indural, maxalt, zoloft, restoril. The patient's relevant medical history included: cerebral palsy, migraine headache, spasticity from cerebral palsy, and gerd (gastroesophageal reflux disease). Regarding symptoms, increased spasticity "especially back" was reported. The patient was using compound baclofen 500 mcg/ml at a dose of 59.95 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal gablofen (concentration 500mcg/ml; dose 60mcg/day) via an implantable infusion pump. Indication for use was multiple sclerosis and intractable spasticity. On (B)(6) 2015 the patient was at home in pajamas and reported hearing the pump alarm. The patient presented to the emergency room (ER) where the pump was interrogated and revealed a pump motor stall on (B)(6) 2015 at 10:00 with recovery at 17:50. The patient had not recently had magnetic resonance imaging (MRI) and there was no new environmental or electromagnet interference (emi) exposure. It was noted that the critical alarm was set to 10 minutes. The nurse in the ER contacted the managing doctor to make them aware. The patient had oral baclofen on hand if needed and at this time there was no symptom change. On (B)(6) 2015 the company representative reported that he saw the patient on (B)(6) 2015 and interrogated the pump which showed another motor stall on (B)(6) 2015 at 21:51 with no recovery. At this time the patient complained of tightness in the back and an audible alarm was hea rd. On (B)(6) 2015 the pump alarm was going off every 10 minutes and the hcp was to silence the audible alarm. They increased the patient's oral baclofen and the patient was currently not having symptoms. The pump was replaced on (B)(6) 2015 at which time the dose was 3.02mcg/day. The cause of the motor stalls could not be determined. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.